Event description:
Related manufacturer reference number: 3006705815-2024-02005. It was reported that the patient experienced high impedance due to a big fall. X-ray imaging revealed that one lead was completely pulled out of the epidural space and one lead was fractured. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein the leads were explanted and replaced to address the issue.